Event description:
It was reported that during implant, when the atrial lead was inserted into the device header while out of the pocket, the setscrew was tightened and there was no capture. The setscrew was loosened and re-tightened but would not re-tighten properly. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.